Event description:
A patient death due to sepsis was reported. The implanted pacemaker was explanted. There was no allegation from the physician that the infection was related to the pacemaker or procedure involving the pacemaker.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.